Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the patient experienced ventricular fibrillation and was externally cardioverted. The pulse generator was explanted and replaced. The patient was stable.